Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that while the customer removed the t:case from the pump, the cartridge slid off of the pump and a cartridge alarm 1 (no pressure change when expected) occurred. Blood glucose was 385 mg/dl. Reportedly, the customer successfully reloaded the cartridge to address the event.